Manufacturer narrative:
The "damaged" 60-8005-sys esu 5000 was returned to conmed for evaluation of "reusable monopolar cord split and caught fire on the machine side." The evaluation testing of the returned device found damage to the front bezel and output boards, therefore this complaint is confirmed. Device caps were replaced to a7c9, device was upgraded to r19, and the device was calibrated and passed all testing. No information from the user facility was received regarding the settings utilized on the generator or the catalog numbers of cautery devices, accessories and grounding pad. A 2-year history revealed a total of 4 adverse events/complaints were received related to this failure mode and product. (B)(4). A DHR review found no abnormalities that would contribute to this issue. The failure mode addressed in the dfmea, and the safety risk has been found to be acceptable. The system 5000 electrosurgical unit has been designed to provide monopolar cutting and coagulation capabilities, also in addition to both bipolar coagulation and cutting capability. To reduce risk of fire and patient injury the operation manual for the system 5000 provides the following precautions and warnings: safe and effective electrosurgery is dependent upon not only on equipment design, but also factors under the control of the operator. It is important that the instructions for use supplied with this equipment be read, understood, and followed in order to ensure safe and effective use of the equipment. Electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site. They may be present in the form of an anesthetic, life support, skin preparation agent, produced by natural processes within the body cavities or originate in surgical drapes, trach tubes, or other materials. The output power selected should be as low as possible and activation time should be as short as possible for the intended purpose. When uncertain of the power setting for the power level given procedure, start with a low setting and increase as required. This electrosurgical unit should be tested by a hospital qualified biomedical technician on a periodic basis to ensure proper and safe operation. It is recommended that examination of the esu be performed at least yearly.

Event description:
As reported via medwatch report, "during a hernia repair on (B)(6) 2016, the reusable monopolar cord split and caught fire on the bovie machine side. Unplugged cord and fire (contained) went out and new cord installed. Burned cord removed from field and new cord installed. No negative results happened. Bovie machine was replaced." The medwatch report suggests that the cautery device and accessories were manufactured by richard wolf medical instruments corp. Despite multiple requests sent to the user facility, no further information on this incident has been provided to date. This report is being filed with the potential for injury with recurrence.